Manufacturer narrative:
Note: on june 29, 2017 during the investigation of the received product, it was identified as an unknown zireal abutment and not a iguca1c abutment which was originally reported by the customer. Therefore, item name changed to unknown zireal abutment from iguca1c. An unknown zireal abutment insert was returned along with a titanium try-in screw and a crown was returned for inspection. A visual inspection revealed that the post had fractured inside the crown. There were noticeable signs of wear due to usage around the insert interface and the try-in screw. There was gouging around the screw hex and the collar. The threads had signs of wear but did not appear stripped. The quick seat feature on the insert did not identify any damage. The crown had general sings of usage and tints. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. However, the subject device has been obsoleted. Additional documentation review is not required. It was noted that a certain zireal try-in screw was used to retain the abutment which is not recommended. Per inst977 rev b 03/15, it is mandatory that the certain zireal gold-tite hexed screw (izshg) be used to retain the abutment. The reported abutment fracture has been confirmed through visual inspection of the as received product. A technical root cause could not be determined.

Event description:
The doctor reported that the patient was presented with an unknown abutment (iguca1c) fractured on upper part (plastic unitube) and consequently zirconium crown could not be used anymore in tooth location # 19. Patient remained without crown and the doctor will have to build crown again. Abutment was removed on (B)(6) 2017 and the implant remained implanted without any damage.